Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens -5.0diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. Cause was reported as device.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).